Event description:
It was reported the device failed the "over temp alarm" test. No patient involvement reported.

Manufacturer narrative:
Other, other text: device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The unit was dirty and had scratches. The water tank was contaminated. The water tank cover was cracked and the line cord was worn. The investigator filled the tank with water, attached temperature check fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failed over temperature alarm test) was not reproduced during testing. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.